Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07 april 2024, it was reported that one infusion set cannula was crimped. It had two kinks, one kink was pushed back like an accordion during the insertion towards top near adhesive and the other towards bottom. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Blood glucose level at time of issue was noticed as 265mg/dl unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.